Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, high impedance and a loss of capture was observed on the left ventricular lead. No patient symptoms were reported. Device reprogramming and a new pacing vector showed normal measurements.